Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable apobt tina-quant apolipoprotein b ver.2 results for proficiency material and a patient sample. Only the results for the patient sample were a reportable malfunction. The initial result was 236 mg/dl and was reported outside of the laboratory. The physician called questioning the result and on (B)(6) 2018 the customer repeated the patient sample 10 times on two different tubes from the same draw. The results ranged from 108-109 mg/dl. The repeat results were believed to be correct. The patient was not adversely affected. The reagent lot number was 274943. The expiration date was requested but was not provided. The field service representative was unable to determine a cause, but found the gear pump pressure was too low. He adjusted the gear pump pressure, inspected the rinse mechanism nozzle flow, checked the probe throughput, and ran mechanism checks. The customer ran qc which was acceptable. As no further issues were reported, the service actions were believed to have resolved the issue.